Event description:
The customer contacted baxter's service center regarding a patient that needed to reprime the patient line, which occurred on the homechoice (hc) during use during prime. The technical service representative (tsr) walked through reprime of the patient line procedure 4 times and line would not prime. The home patient (hp) left the vented ring cap on the patient line (did not put flex cap on). There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the home patient (hp) regarding the reported event. The hp stated they did not notice any visible damage or abnormalities with the cassette or bags that were in use. The hp stated they discarded all of the samples and did not know the lot number of the supplies. The hp stated they did not use a vented ring cap on the line. The hp stated that they were able resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a use error - failed to follow therapy steps was confirmed based on home patient (hp) stating that they did not use a vented ring cap on the line. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).